Event description:
It was reported that the right ventricular (rv) lead apparently malfunctioned. The lead was explanted and replaced. During the replacement procedure, the lead exhibited high thresholds and poor sensing. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood was found in/on the helix/lobe mechanism.